Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins). The caller indicated that their friend has a spinal cord stimulator (scs) and has had the implant for anywhere from 1-2 years. The caller was recently implanted and the patient told the caller to call patient services because they are going to want adhesive discs for their implant because the belt does not stay in place/falls down and it would take forever to charge the implant. Patient services reviewed the adhesive discs and belt that is compatible with the caller¿s ins. There were no allegations against the caller¿s ins. The caller did not know their friend¿s name or an event date. There were no patient symptoms reported and no complications reported.